Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. (B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified deformation, yellow particles were observed on the shell and cloudy are observed in gel. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and ¿change in position¿. The device has been explanted.